Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 16.1cm was returned for analysis. External insulation abrasion was noted at 7.6-8.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that a patient received an alert via merlin.net transmission. Review of the session records revealed noise due to possible lead damage. Lead testing for noise was suggested. The lead was explanted and replaced. No further information is available.